Event description:
The patient had this ams artificial sphincter inserted this past spring and it never worked. The device was explanted this fall and the cuff was noted to have a pin hole in it. Unknown cause.